Event description:
It was reported that patient noticed some irritation around the ipg site which caused pulling and discomfort. It was also reported that patient had three contacts out and experienced inadequate stimulation. The patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
H10 should have been: block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5091842/5108224.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50 (sn: (B)(6). The returned lead was analyzed, and visual inspection revealed that the lead was cleanly cut into three pieces approximately 25 cm from the distal end of the lead. The clean-cut damage was a result of a typical explant procedure and was not considered a failure. Electrical test could not be performed due to the cut lead body. The damage was a result of a typical explant procedure and was not considered a failure. No other anomalies were identified on the returned portion of the lead. With all the available information, boston scientific concludes that labelling review found that the reported event was a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device. Sc-2317-50 (sn: (B)(6). The returned lead was analyzed, visual inspection revealed that the lead was cleanly cut into three pieces approximately 24.5 cm from the distal end of the lead. The clean-cut damage was a result of a typical explant procedure and was not considered a failure. Electrical test could not be performed due to the cut lead body. The damage was a result of a typical explant procedure and was not considered a failure. No other anomalies were identified on the returned portion of the lead. With all the available information, boston scientific concludes that labelling review found that the reported event was a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, the probable cause selected is known inherent risk of device.

Event description:
It was reported that patient noticed some irritation around the ipg site which caused pulling and discomfort. It was also reported that patient had three contacts out and experienced inadequate stimulation. The patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively.

Event description:
It was reported that patient noticed some irritation around the ipg site which caused pulling and discomfort. It was also reported that patient had three contacts out and experienced inadequate stimulation. The patient underwent a lead and ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.